Event description:
It was reported that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. The device remains implanted. No adverse patient effects were reported. Additional information was received that this device was explanted, and a new device implanted. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.